Event description:
It was reported that when the device was used during a hemorrhoidectomy, the staples did not close correctly and completely. Surgeon overstitched anastamosis to complete the case. There was no further consequence to the pt.